Manufacturer narrative:
Findings: pump received with minor scratched display window, cracked reservoir tube lip, broken battery tube threads and missing end cap sticker.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. Customer stated that there is crack on battery compartment. Customer stated that the damage occurred when tightening the battery cap. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.